Event description:
Synthes (B)(4) reports an event in (B)(4) as follows: the blade interfered with the nail and it was unable to insert correctly through the blade hole. No impingement occurred during the prior ¿dry¿ check. It was found that the tip of blade was broken when the surgeon extracted the blade. Blade insertion was completed with the use of another size blade. There was a 15-minute delay in the surgery but without any harm to the patient. This report is for one unknown nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided. This report is for one unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.